Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle was unable or difficult to operate and experienced foreign matter contamination. The following information was provided by the initial reporter: consumer reported the last box she had in october had one syringe with no needle. Stated she had another syringe that would not draw up her insulin at all. Stated the needles also bend sometimes when trying to draw the insulin from the vial. Stated she also has had liquid in the syringe barrels. Stated sometimes there are also holes in the bag. Lot # 0076346b, cat # 320440, date of event: (B)(6) 2020.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0076346. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) complaints noted that pertained to the complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle was unable or difficult to operate and experienced foreign matter contamination. The following information was provided by the initial reporter: consumer reported the last box she had in october had one syringe with no needle. Stated she had another syringe that would not draw up her insulin at all. Stated the needles also bend sometimes when trying to draw the insulin from the vial. Stated she also has had liquid in the syringe barrels. Stated sometimes there are also holes in the bag. Lot # 0076346b. Cat # 320440. Date of event: (B)(6) 2020.